Event description:
It was reported to philips that the device's ac and charge lights were not functioning. The customer confirmed the battery would still charge, but the lights were not illuminating to indicate. There was no reported patient or user involvement and no adverse patient/user impact.